Manufacturer narrative:
The issue was observed during preventive maintenance testing prior to therapeutic application; the reported issue is not likely to cause or contribute to death or serious injury. Based on this information, this is not reportable.

Manufacturer narrative:
Reported: 02aug2021. There was no patient involvement.

Event description:
The customer reported nav ring issues, and touch pad does not respond. The device was not in clinical use. No patient or user harm was reported. The customer confirmed that when trying to change values, the numbers jump around and is unable to make a change. The remote service engineer (rse) recommended replacing the front bezel. Other information is pending.